Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient was seen in the clinic on (B)(6) 2020 and it was determined the pocket was infected. The system was explanted in full on (B)(6) 2020. The issue was resolved at the time of the report. There were no device issues or further patient complications reported at this time.